Event description:
Same case as MFR# 2134265-2013-02537. It was reported that during a stenting treatment procedure, deployment difficulties occurred. The approximately 17cm target lesion was located in the non tortuous and non calcified superficial femoral artery. Stenosis was noted to be both distal and proximal in the lesion. It was further noted that a dissection had occurred "following a friction". Pre-dilation was performed with a 5x100 non bsc balloon and the 7x200x130 innova stent was selected to treat both the stenosis and the dissection. Utilizing a contralateral approach, the innova stent was advanced over the starter guide wire. Approximately 10cm of the stent was deployed without issue using the thumbwheel. While continuing deployment, the pullgrip became stuck. When removing the guide wire, the stent stretched and the guide wire tip fractured about 10cm into the artery. The wire tip was removed with a loop. The remainder of the stent was deployed manually. The innova delivery device was able to be removed through the 6f 45/10 sheath, which was noted to be damaged. At procedure end, the stent was stretched up to the common femoral artery and was approximately 25-30cm in length. There were no additional patient complications reported and the patient's status is stable. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
Device evaluated by MFR, eval summary attached, method codes, result codes, conclusion codes: updated. Device evaluated by MFR: examination of the returned device revealed the handle was closed and the shafts were sectioned just distal of the outer shaft attachment. The inner liner was sectioned from the remainder of system. The rack was broken off flush with the handle with 55mm of the rack still inside handle. Upon opening the handle, the proximal inner was found to be folded over and visually appeared escaping the handle track to the top side of the handle. A proximal inner kink was located 1cm distal from base clip and additional kinks 70-125mm from clip. There is a perforation in the proximal inner found 11mm from clip, from being bent. The middle shaft moves freely in outer shaft cone region. The middle shaft was locked in outer shaft due to buckles and remaining blood. There are buckles in the outer shaft, but not at outer shaft attachment to handle. It is noted that most buckles were created during analysis during middle shaft removal from outer shaft. There is a small wrinkle in the outer shaft at nose cone. The thumbwheel was free rotating. The proximal inner moves freely in the middle shaft and through the rack. There is damage on distal most rack tooth and to rack teeth 35-45mm from the distal rack end. The middle shaft diameter transition wedged in outer shaft with 218mm of middle shaft distal of outer shaft. There are strut marks on the tip and a severe bend in the rack section broken off with 55mm left in handle and flush with end. A gap in the handle did not meet specification. The clip was in place when received. The handle housing pin top distal was deformed. There was no damage to the handle housing or wheel teeth. No ptfe wrinkles over stent region. The distal liner broke at the laser port hole 205mm proximal of tip end. Manufacturing data for silicone mixing, tensile testing, and stent pullout were confirmed to be acceptable. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Same case as MFR# 2134265-2013-02537. It was reported that during a stenting treatment procedure, deployment difficulties occurred. The approximately 17cm target lesion was located in the non tortuous and non calcified superficial femoral artery. Stenosis was noted to be both distal and proximal in the lesion. It was further noted that a dissection had occurred ¿following a friction¿. Pre-dilation was performed with a 5x100 non bsc balloon and the 7x200x130 innova stent was selected to treat both the stenosis and the dissection. Utilizing a contralateral approach, the innova stent was advanced over the starter guide wire. Approximately 10cm of the stent was deployed without issue using the thumbwheel. While continuing deployment, the pullgrip became stuck. When removing the guide wire, the stent stretched and the guide wire tip fractured about 10cm into the artery. The wire tip was removed with a loop. The remainder of the stent was deployed manually. The innova delivery device was able to be removed through the 6f 45/10 sheath, which was noted to be damaged. At procedure end, the stent was stretched up to the common femoral artery and was approximately 25-30cm in length. There were no additional patient complications reported and the patient¿s status is stable. This product is only ous approved but it is similar to an approved us device.